Manufacturer narrative:
An email was received 08 april 2020 from the rep with additional bridge device information as below: d4): device lot number, expiration date and entire UDI now available and populated in these sections. H4): device manufacture date now available because device lot number now available. This supplemental MDR is being submitted to capture this device information.

Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device lot, expiration date unavailable. Device manufacture date unavailable because lot number unavailable. Manufacturer is anticipating the return of the bridge balloon for evaluation, but has not received the device back at this time. Due to covid-19 crisis, the device return may be significantly delayed.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to non function. Prior to the procedure, a spectranetics bridge occluding balloon catheter was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred during the procedure and required use of the bridge balloon. The bridge balloon was placed on the guide wire and prophylactically inflated within the patient. However, during the attempt to deflate the device to then ''stage'' the deflated bridge balloon within the patient for its use if necessary, bubbles were noted in the syringe instead of just the contrast mixture used to inflate the bridge balloon, and the balloon was not fully deflating. Ultimately, the bridge balloon was able to be fully deflated, was then removed from the patient's body, and a new bridge balloon was staged prophylactically without issue. The procedure was completed successfully with no reported patient harm. It was not necessary to utilize the bridge balloon during the procedure. The manufacturer is awaiting return of the bridge device for evaluation, but has not received the device back at this time. Due to covid-19 crisis, the return of the bridge device for evaluation may be significantly delayed.

Manufacturer narrative:
D10): device was returned to manufacturer for evaluation on 12 may 2020. H3): device now available for evaluation. H6): method, results and conclusions codes now populated after device evaluation completed. Device evaluation: the device was initially evaluated by a cross functional engineering team on 13 may 2020. The device, along with the syringe and stopcock, were returned to the manufacturer. In the proximal adhesive port of the hub, there appears to be a large void in the adhesive. There are no obvious kinks in the catheter. Using a 60cc syringe attached to the balloon port, there is fluid leaking out of the guide wire port after 3cc of fluid was instilled. 30cm distal to the hub of the device, the fluid stops, with no fluid entering the balloon. Using a 10cc syrings at the guidewire port acting as a vacuum and with the syringe still attached to the balloon port, bubbles were seen entering the proximal adhesive joint. There were no leaks in the syringes used during testing. This confirmed the issue was occurring at the proximal adhesive area. The team could not determine when or how the breach occurred. However, this has been determined to be a production process related issue.